Event description:
It was reported by the clinician, that they had difficulty with the spring wire guide (swg) unraveling during removal. The swg was advanced and met resistance. The swg was then pulled back, (but could not confirm if it was against the needle bevel) and the swg unraveled; swg was removed intact. The procedure was being performed by a surgical resident. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.